Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc evaluation of customer provided data indicated that instrument accutni calibration results recovered within customer established specification prior to the event and a system check performed prior to the event met customer established specifications. Although pre-analytical factors may have contributed to this event, no clear root cause could be determined.

Event description:
The customer reported that on (B)(6) 2011 an erroneous cardiac troponin (accutni) result, within the risk stratification range, was generated on an unicel dxc 600i synchron access clinical system for one patient sample. The initial accutni erroneous result was released from the laboratory. The patient was treated with aspirin and clexane due the elevated accutni result. Upon repeat testing on the same instrument, the patient sample produced a lower result within the normal reference range of the assay that was considered valid. An amended report was issued. The sample was drawn in a lithium heparin primary tube and was centrifuged prior to testing. The customer indicated that sample quality was suspect. No patient specific information was provided by the customer.